Event description:
It was reported to baxter (B)(4) the reservoir of an infusor two day 2ml/hr ruptured during filling. The device was being filled with 32 ml of fentanyl citrate, 2ml of droperidol, and 62 ml of saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation, per the customer, however, the sample has not yet been received by baxter. Should the sample or additional information be received, a follow-up report will be submitted. (B)(4).